Event description:
It was reported that two days after a successful da vinci si tongue base resection procedure and while still admitted, the patient experienced bleeding from the operative area and expired. It was reported that the patient did experience bleeding from the lingual artery during the procedure; however, the bleeding was controlled with cautery. The site has been contacted for additional information without success.

Manufacturer narrative:
Based on the information provided, it was undetermined as to how this event occurred. The site has been contacted for additional information and once this information has been received, a follow up report will be sent to the FDA. At this time, the site has not reported a system, instrument or accessory malfunction.